Manufacturer narrative:
A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their ipg replaced due to the ipg reaching the end of service. Stimulation was established post op.